Event description:
New information reported stated that per the patient's request due to their advanced bladder cancer elected no further device/lead treatment.

Event description:
It was reported that the left ventricular lead exhibited high thresholds. The device lv output was reprogrammed and the patient experienced phrenic nerve stimulation in all lv vectors at the increased output. The lead was turned off. The surgical intervention was performed due to the patients advanced bladder cancer.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.